Event description:
It was reported due to impingement, the neck of the femoral prosthesis wore through the poly lip of the liner then through the ti ring. The ring then became disassociated from the implant floating within the joint. Pt was revised.